Manufacturer narrative:
A sample is expected to return to the manufacturer, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during cataract surgery, there was poor vacuum, the pt experienced increased intraocular pressure, and iris prolapse. The anterior chamber instability recovered and the iol was successfully implanted. It was reported that there was no injury to the pt.